Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, pain and loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to pain which resulted in them fainting. The patient's blood glucose levels reached 72 mg/dl while wearing the pod less than an hour. The hospital ran blood test, urine test and others. The patient was diagnosed with a syncopal episode and felt dizzy. The patient was released the same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
The device was received with the cannula fully deployed. Inspection of the formed needle found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined. During the investigation, damage was observed to both the top and bottom housing. Damage was observed to several internal components, including the mechanism rails, reservoir cap, pcb (printed circuit board), reservoir, piezo, and rear anchor. The damage observed to the top and bottom housings aligned with the damage to internal components. It was determined that these damages occurred post-use and were not the result of manufacturing defects. Due to the damage observed to the pcb, the download data could not be retrieved. Corrosion was observed on the mechanism rails near the slide insert and soft cannula nailhead. Fluid was found to leak from the end of the soft cannula nailhead, indicating an inadequate seal between the soft cannula nailhead and formed needle. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage could not be conclusively determined.